Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. It is unknown if the steps in reprocessing have been correctly implemented in line with the instruction manual, and if there was physical breakage of the portion with remaining foreign material. A definitive root cause was not identified. However, based on the investigation results, the probable cause of the presence of foreign material inside the instrument channel is attributed to silicic acid and silicone from chemicals that were found to have remained inside the channel. The root cause of why the material remains was unable to be determined. The e315 error message may have resulted from a leak out of the instrument channel, which could have shorted the image sensor unit or the printed circuit board in the video connector. Additionally, the peeling of the coating on the insertion tube is presumed to be due to external factors and handling, such as chemical stresses, impact, repeated friction, and reprocessing. The event can be prevented by following the instructions for use: the instruction manual reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, brush the channels¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had foreign material in forceps channel, no image, e315 and flexible tube coat peeling. There was no patient involvement.